Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon device interrogation, the pacemaker was found to be in backup mode due to battery depletion. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.